Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified the impactor pad has fractured and not all the pieces were returned. The features of the fracture surface visually align with an overload fracture failure mode identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device product code: phx. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial reverse shoulder procedure the glenosphere impactor fractured and broke during implantation of the real glenosphere. Attempts have been made and no further information has been provided.